Manufacturer narrative:
This report contains supplemental information for mentor asr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption# e1999017. (B)(6). Device evaluation summary: the device contained cloudy gel. Brown material was observed within the device and gel was observed on the shell surface. Upon receipt, the device was severely rented, only one piece was returned. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, analysis lab was precluded from further evaluating the device, in order to avoid compromise the device integrity. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Since no lot number was provided, no manufacturing record evaluation could be performed. The complaint was confirmed since a rupture was found on the device. However, because the authorization for return and examination of medical device form was not signed and/or returned to mentor, analysis lab was precluded from further evaluating the device, in order to avoid compromise the device integrity. At this time is not possible to determine the origin of the brown material observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage and intimate physical contact, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Manufacturer's reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with unspecified mentor gel breast prostheses that bilaterally ruptured after implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2017. This medwatch report is for the right breast prosthesis.